Event description:
The customer reported on (B)(6) 2014 her blood glucose, carbohydrate intake and insulin history is as follows. She also stated the cannula looks bent with no blood in it. She was able to activate a new pod and she was able to lower her bg levels with bolus corrections of insulin.

Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be a damaged cannula. The damage appeared to have occurred during the manufacturing process. No bent or kink was observed during the manufacturing process. No bent or kink was observed in the cannula. Qualification records were reviewed and the product lot met all acceptance criteria.